Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to patient controller would not communicate with the ipg after an unrelated surgery. Follow-up identified the patient is in the process of receiving extensive chemo and radiation due to brain cancer. No intervention to address this issue will be undertaken at this time.